Event description:
It was reported to philips that the system gave a shutter error, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed a shutter error, which could potentially impact imaging performance. The review of the log file confirmed the presence of a shutter error, which helped validate the malfunction impacting system performance. The fse determined that the issue was linked to the collimator. The fse replaced the defective collimator. This replacement eliminated the shutter error and restored the system's ability to function correctly. The defective collimator was sent back to philips for detailed failure analysis. Analysis revealed that the failure was due to a jam in the shutter y, which impaired its functionality. The main shutter y was identified as the failed part, confirming the source of the malfunction. After replacing the collimator with a functional unit, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The product user should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes have been updated based on the investigation's outcome.